Manufacturer narrative:
H2, h3, h6: concomitant products bi71000850 and bi30000145 have been returned to medtronic, but not analyzed. Codes b21, c21, and d16 are applicable to both. Concomitant product: bi71000850; lot #: rev. 1 : s/n (B)(6). Concomitant product: bi30000145; lot #: rev. 7 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: both the control board assembly the ias computer were for analysis. Neither one was able to confirm the reported complaint. As both tested in speculation and preformed as intended. B01,c19,d15 are associated with both returns. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000850, serial/lot : unknown. Product ID: bi71000489, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they replaced the computer and system control board to resolve the issue. The initial reporters name will not be provided due to japanese confidentiality laws. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used prior to a procedure. It was reported that the image acquisition system(ias) had startup failure. The gantry led flashed and the ias was not starting up. The issue was resolved after a few minutes and the operation after was normal. There was no patient involvement.